Event description:
It was reported, the patient was not able to adjust stimulation using the patient programmer. The reporter stated, the device was powered off. The reporter further stated that stimulation was really strong/pounding and that they had four ¿tracks,¿ two for each leg and in the morning they increase. It was noted, the patient had turned stimulation off by pressing the gray key on the side of the programmer because stimulation was too strong. It was further noted that this started ten minutes ago. It was noted, the patient¿s implantable neurostimulator (ins) was off. The reporter stated, they would ¿play around with it¿ and if they need additional assistance they would call back. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3 887-56, lot# v473345, implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3887-56, lot# v273533, implanted: 2012 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).